Event description:
It was reported a second degree skin burn was found upon removal of the bandage during the post-operative course after an arthroscopy. The burn was not evident upon bandaging after the procedure. It cannot be confirmed, but it appears to be the pattern of liquid. The burn was present on the posterior calf, starting behind the knee extending to mid-calif, as a thin trail. Considering the possibility of irrigant heated from the shaver traveling under the wrapped leg during the procedure.